Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified, however no failure was identified related to the elevated blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump despite using multiple wall adaptors and usb cables. The battery was noted to be depleting quickly, from 70% to 10% charge. Reportedly, the pump battery would deplete while plugged in to charge. Additionally, it was reported that the customer had experienced blood glucose (bg) levels from 300 to 500's with trace ketones. The customer delivered a correction bolus via the pump. It was reported that the customer's blood glucose level remained at 400 mg/dl despite the delivery of insulin. Reportedly, the customer would continue use of the pump.